Manufacturer narrative:
As reported, the sealant of a 5f mynxgrip vascular closure device (vcd) came off before it has a chance to hit the arteriotomy as you are lifting everything out; the step in which the sheath come out. There was no reported patient injury. The device was used in an interventional procedure with a retrograde approach. The user was trained to the device. The device was stored and prepped according to the instructions for use (IFU). The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. Hemostasis was achieved with manual compression for 30 minutes. The patient recovered after the event. There was resistance/friction experienced as the mynx vcd was advanced through the unknown sheath. The sealant was stuck to device components. The device storage temperature did not exceed 25 °c. The stopcock of the introducer sheath was opened prior to shuttle down. The balloon was fully deflated. The balloon was prepped with 70/30 saline/contrast. Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. The device will not be returned for evaluation. The reported event of ¿sealant-sealant misdeployment-complete¿ could not be confirmed as the device was not returned for analysis. The exact cause of the issue experienced by the customer could not be determined. Based on the information available for review, it is not possible to determine what factors may have contributed to misdeployment reported. However, it is possible that the issue experienced could have been caused by the sealant swelling up prematurely or procedural sheath factors, both of which can cause resistance during the shuttle/sheath retraction step. Premature swelling of the sealant can occur when a high amount of tension is applied to the balloon catheter during the shuttle deployment step and/or failure to open the sheath¿s stopcock before shuttle advancement, which can result in a tight seal at the tip of the sheath. As the device is advanced, blood can be trapped inside the sheath due to the tight seal, causing the sealant to hydrate prematurely and contribute to the sealant becoming stuck to the catheter and deploying above the access site. According to the IFU, which is not intended as a mitigation, ¿while pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy), open the procedural sheath stopcock and confirm temporary hemostasis. Detach shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle.¿ based on the information available for review, there is no indication that the reported event could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported, the sealant of a 5f mynxgrip vascular closure device (vcd) came off before it has a chance to hit the arteriotomy as you are lifting everything out; the step in which the sheath come out. There was no reported patient injury. The device was used in an interventional procedure with a retrograde approach. The user is trained to the device. The device was stored and prepped according to the instructions for use (IFU). The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. Hemostasis was achieved with manual compression for 30 minutes. The patient recovered after the event. There was resistance/friction experienced as the mynx vcd was advanced through the unknown sheath. The sealant was stuck to device components. The device storage temperature did not exceed 25 °c. The stopcock of the introducer sheath was opened prior to shuttle down. The balloon was fully deflated. The balloon was prepped with 70/30 saline/contrast. Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. The device will not be returned for evaluation.

Manufacturer narrative:
After further review, section d.4 primary unique device identification (UDI) number has been corrected accordingly.